Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the failure of the m1669a ECG trunk cable. No pt incident/injury was reported.